Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set had a patient line cap (pull ring) that was ¿loose¿ in the overpouch. Additionally, it was reported "the cap on the patient line that came off". This was observed during prior to use of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.